Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the distal end of the delivery catheter was deformed just proximal to and distal to the location of the stent within the delivery catheter. During function testing, an attempt was made to advance the stabilizer and deploy the stent, however this was not possible. After some manipulation the stent deployed and there were no anomalies noted to the deployed stent and the distal end of the stabilizer was deformed. The stabilizer was removed from the delivery catheter and a patency mandrel was advanced through the delivery catheter with some resistance at the distal end. The as reported stent break was not confirmed, however there was deformation noted to the distal tip of the delivery catheter, which was probably reported as broken. As per the additional information, there were no anomalies noted to the stent prior to use/ after unpacking and the device was prepared as per the device direction for use (dfu). The damage noted to the returned device is indicative of the as reported friction. It is probable that there were procedural factors present during the clinical procedure causing the as reported event. Therefore an assignable cause of procedural factors will be assigned to the investigation.

Event description:
It was reported that during the stenting procedure, when the subject stent was advanced to the target lesion, it was not able to be opened and stuck. Therefore, it was retrieved with delivery wire and the physician confirmed that the tip of the device was broken. The procedure was completed with different stent. No clinical consequences were reported o the patient.

Event description:
It was reported that during the stenting procedure, when the subject stent was advanced to the target lesion, it was not able to be opened and stuck. Therefore, it was retrieved with delivery wire and the physician confirmed that the tip of the device was broken. The procedure was completed with different stent. No clinical consequences were reported o the patient.